Event description:
It was reported that during a lap gastric bypass revision procedure the surgeon used the first device across the small bowel and it fired through the lockout and broke the firing trigger. The second device was pulled and fired; it cut and stapled but was difficult to open. They completed the procedure with a new like device. There was no patient consequence reported. (B)(6).

Manufacturer narrative:
(B)(4). Instrument a: firing trigger handle. Instrument b: batch # f5x67p, exp date: 09/17/2014, MFR date: 10/17/2009; (pinion axle). The analysis showed that the ats45 device a was received with the firing trigger handle broken and with a white cartridge reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and no anomalies were noted. The analysis results found that the ats45 device b was received with the handles jammed and with a reload loaded in the device. The reload was received partially fired and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated causing an increase of the internal forces resulting in the component yielding it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.